Event description:
Pt underwent enucleation procedure (date unk) followed by implantation of hydroxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. At 3 years post-implant, pt presented with chronic fistulous tract secondary infection after prolonged traumatic exposure. Pt retained orbital implant.